Event description:
Healthcare professional reported pt received low drain alarms during treatment using the homechoice device. The healthcare professional at the pt's nursing home discontinued treatment at the time the alarms were occurring. The pt was admitted to the hospital on 11/15/97. The pt received capd exchanges while in the hospital, and was released 11/17/97. F/u with the healthcare professional at the pt's dialysis center reveals that the pt had disconnected and the reconnected himself to the homechoice set, receiving low drain alarms after reconnecting. According to the healthcare professional, there was no pt injury.

Manufacturer narrative:
The homechoice device was evaluated at the mfg facility. Review of the event log revealed no low drain alarms recorded. The therapy performed on 11/15/1997 was continually bypassed throughout the entire treatment. The fills, dwells, and drains were bypassed. The therapy performed on 11/17/1997 encountered a system error 2084 (illegal door open) during day dwell 1 of 1 and the therapy was aborted. Disposable integrity and perf tests were performed with passing results. A simulated therapy was performed using the hp's program and no problems were encountered. Results from the simulated therapy along with the pneumatic testing indicate the unit was functioning properly and within design specifications.